Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a preparation for a procedure where a farawave catheter was selected for use, when the physician prepped the catheter as per IFU, he felt there was more resistance than usual when advancing the wire in the catheter. He still used the catheter for the pfa case and it worked fine for the pulmonary veins. But when the physician deployed the catheter in flower to start the posterior wall isolation, he felt the wire was stuck at the tip of the catheter. He still performed the pw ablation. At the end of the pwi, he tried to advance the wire out of the catheter to undeploy the catheter, but the wire was stuck. He undeployed the catheter nonetheless in basket and the wire was still stuck. He then undeployed the catheter completely and it was still stuck at first, but the physician finally managed to get the wire out. He then performed a cti line before the end of the case. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.